Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead experienced a fracture. The system was reprogrammed to vvi mode and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.